Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen via an implantable pump for intractable spasticity. It was reported that the patient's pump presented with a critical alarm. They had undergone magnetic resonance imaging (MRI) on (B)(6) 2025 but did not have the pump checked afterward. Upon interrogation, the hcp noted that the pump had recovered from its stall. The patient exhibited no symptoms or side effects. No signs of therapy interruption were reported. Tech services response reviewed telemetry mode and emphasized the importance of pump interrogation and follow-up after MRI exposure.